Event description:
The crrt machine suddenly stopped running with a warning note "general malfunction." There was no way to troubleshoot the machine. A mandatory disconnect was done and the only way to return the blood was to hand-crank the machine. The pt was stable off crrt. A decision was made to stop treatment.